Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is alleging that the pump is suddenly shutting down during the middle of bolus delivery and the shut down is unintentional, resulting in inaccurate delivery. No adverse event alleged. A request was made for the return of the device.